Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during basic occlusion test and unable to prime during the prime test due to faulty force sensor. The device had missing segments due to cracked zebra connector on lcd, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during manual priming. Customer stated that insulin was squirting out. Blood glucose level was 313 mg/dl at the time of the call. No further information was provided.